Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 118 mg/dl (meter) to 160 mg/dl (lab)=26% & 124 mg/dl (meter) to 160 mg/dl (lab)=23% & 120 mg/dl (meter) to 160 mg/dl (lab)=25% & 138 mg/dl (meter) to 160 mg/dl (lab)= 14% within spec's. Tests were done within 30 minutes with a difference of (see notes above). Patient did not experience any adverse events. No further information has been reported.